Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects that came out of the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause foreign objects came out of distal end is due to clogging of channel mount unit. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.